Event description:
The customer returned an additional unopened companion sample for evaluation along with the companion sample for master (B)(4). Upon function testing, a pull tester test was performed which indicated that the two piece luer body was too small on the returned additional companion sample. There was no patient involvement as the condition was discovered during evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) companion samples were received with unopened pouches. Upon visual inspection, no obvious defects were observed. A liquid leakage test for luer slip fitting and algol pull tester were conducted and no abnormalities were found. (B)(4). The root cause was determined to be an undersize/over size mold insert and that inspection performed during mold-start up and in-process failed. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.